Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare provider (hcp). The pump was stopping intermittently was clarified to be a device issue of a motor stall. The cause of the pump stopping intermittently was not determined. The patient¿s weight was (B)(6) lbs. The pump stopping intermittently and withdrawal were not resolved at the time of the report. The pump logs were provided. The patient¿s catheter tip was at t9. The patient was receiving 3000.0 mcg/ml fentanyl at a dose of 18.6 mcg/day. The estimated elective replacement indicator (eri) was 28 months. The logs showed a motor stall occurred on (B)(6) 2017 at 05:28, recovery occurred on (B)(6) 2017-at 10:55, a motor stall occurred on (B)(6) 2017 at 14:25, recovery occurred on (B)(6) 2017 at 22:33, a motor stall occurred on (B)(6) 2017 at 22:49, stopped pump period may exceed tube set occurred on (B)(6) 2017 at 22:49, and a motor stall recovery occurred on (B)(6) 2017 at 01:32. The pump was programmed using flex dosing with a total daily dose of 412.2 mcg/day and then decreased to 18.6 mcg/day. There were no further complications reported.

Event description:
Information was received from a consumer regarding a patient who was receiving 3000 mcg/ml fentanyl at a dose of 400 mcg/day via an implantable pump for non-malignant pain. It was reported that the pump was ¿stopping intermittently¿. The patient stated her alarm date wasn¿t until (B)(6) 2017 and her refill date was (B)(6) 2017. The patient stated she heard a critical alarm (B)(6) 2017. The patient started to go through withdrawal. The patient stated she saw a representative on (B)(6) 2017 who told her the pump was stopping intermittently and started on (B)(6) 2017. The patient stated the pump will be replaced. The patient wanted to know if her pump was included on a recall because that would make insurance easier. The patient believed the concentration was 3000. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.